Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo device was implanted into the patient on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the subject experienced pain in the vaginal/abdominal area that was moderate in severity and has not yet resolved. The subject took oxycodone and tylenol for the pain. On (B)(6) 2014, the patient also experienced constipation that was mild in severity and resolved on that same day. The investigator assessed both events as related to the study procedure and not related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo device was implanted into the patient on (B)(6) 2014. According to the complainant, on (B)(6) 2014 the subject experienced pain in the vaginal/abdominal area that was moderate in severity and has not yet resolved. The subject took oxycodone and tylenol for the pain. On (B)(6) 2014 the patient also experienced constipation that was mild in severity and resolved on that same day. The investigator assessed both events as related to the study procedure and not related to the device. Additional information received on june 9, 2014: the pain resolved on (B)(6) 2014